Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal. (B)(4).

Event description:
It was reported that post-implant when patient presented to the lab for ECG and dressing change, intermittent loss of capture due to partial dislodgement was noted. The patient was brought back for rv lead repositioning. After several unsuccessful attempts to reposition the rv lead, the lead was explanted and successfully replaced. Patient tolerated the procedure well and was stable pre/post-procedure.